Event description:
It was reported to distributor of said lift, by FDA maude reporting system; per FDA, they received this report by health provider [(B)(6)] that a pt was being transferred with the voyager lift from his bed to a w/c and was directly over the chair when one of the supports of the ceiling lift slid out of position and pt fell to the floor. Pt was a quadriplegic and wearing a halo brace at the time. At present time, pt is doing well. Although pt still has no feeling below the waist and has limited use of his hands [due to his already condition of being a quadriplegic which was a result of falling off roof] he has returned to his job as a school teacher. Per manufacturer installation and instruction manual as well as video sent out with the product, the end user [or service that installed unit] installed the device incorrectly which caused the event. The manufacturer states in their manual and video "that easytrack ceiling lift cannot be used with any type of suspended ceiling, including suspended drywall, acoustic tile, etc. That is it must be installed to a rigid ceiling, must have a framework above it.

Event description:
Per the clinic, it was reported that there was no connection to the internal device. Numerous attempts to connect were attempted, but no connection could be achieved. Explant and reimplantation is planned but had not taken place at the time of this report (B)(4), 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the patient was explanted on (B)(6), 2011, the patient was reimplanted with a new device during the same surgery. This report is filed (B)(6), 2011.